Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006 the patient underwent right transforaminal and posterior lumbar fusion at l5-s1 using local bone gr aft and rhbmp-2/acs. Neuromonitoring was performed. The patient had initial marked improvement postoperatively. In 2012 the patient began experiencing significant pain radiating through her buttocks and legs. In the fall of 2012 an MRI was conducted and indicated ¿a synovial cyst at the level of the fusion, creating severe right neural narrowing.¿ the patient¿s pain continued, and she underwent a CT on (B)(6) 2012, which indicated ¿a laminectomy defect and profuse excess bone growth at l5-s1 in the right neuroforamen, causing severe encroachment.¿ the patient continues to have ¿symptoms and disability.¿

Event description:
It was reported that on: (B)(6) 2006: the patient was pre-operatively diagnosed with chronic calcified extruded herniation l5-s1 morbid obesity foraminal stenosis bilateral, l5 and s1 degenerative disc and joint disease at l5-s1 radiculopathy right l5,s1 and underwent following procedures: transpedicular neuro decompression, left l5-s1 pedicle instrumentation bilateral, l5 and s1 right transforaminal posterior interbody fusion,l5-s1 cage instrumentation l5-s1 posterior fusion l5-s1. As per operative -notes, ¿then directed towards the posteromedial and bone morphogenic protein, cancellous and autologous bone were placed in that space for a posterior fusion¿.. I was then able to decorticate the endplates after discectomy of the l5-s1 level and in so doing and after irrigation with all disc removed, then I placed cancellous autologous bone and bone morphogenic protein in the anterior aspect of the disc space and then placed a spacer implant measuring 12*26 millimeters filled with cancellous autologous bone and bone morphogenic protein in the intradiscal space and then compressed it and locked it on the contralateral side.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.